Manufacturer narrative:
Per the surgical technique for this system the driver is to be used only with the torque limiting handle. The most likely cause of the tip breaking off is that the surgeon did not use this torque limiting instrument during final locking. If there is more information gathered from the results of the instrument evaluation this MDR will be updated.

Event description:
During a streamline mis posterior fusion surgery the surgeon was attempting to lock down the set screw onto the construct with the non-torque limiting handle. During the process of final locking the tip broke off the driver and remains implanted in the patient.